Manufacturer narrative:
Alleged failure: (B)(4). (B)(4)- safelight light cables are not deactivating when unplugged from scope. Salesforce case number (B)(4). The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. The probable root cause is a bad safe light cable. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the product would not deactivate.